Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly, alarmed no delivery and that they experienced high blood glucose level of 458mg/dl. The customer was assisted with no delivery alarm troubleshooting. The alarm was explained and its possible causes, and the customer was assisted with clearing the alarm with esc and act. The insulin pump did not alarm at the end of troubleshooting and was advised was working as designed. Motor error troubleshooting was performed. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a rewind. The customer stated that they were able to complete pump rewind. The insulin pump passed displacement test and manual prime was successful. The customer stated that they were uncomfortable with the insulin pump and asked for another insulin pump. Troubleshooting for the high blood glucose was not performed. The insulin pump will not be returned for analysis.